Event description:
(B)(6) study. It was reported a peri-device leak occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 35mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 28.3mm. The next day the patient was discharged on aspirin and dabigatran. On (B)(6) 2018, a follow up transesophageal echocardiogram (tee) revealed: no significant change in device position, device surface was incompletely endothelialized and without thrombus, laa within device was incompletely thrombosed, 2 mm device leak resulted in flow within device. There was also communicating flow around the device due to unoccluded space in the laa below the device (4mm, inferior to device) and above the device (8mm, adjacent to coumadin ridge). No action was taken.